Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 12/24/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/05/2014 with the following findings: frequent replace battery alarms were observed in the pump's alarm history. There was no data in the black box from the time of the short battery life issue due to continued use. The pump's electrical current draws were tested and were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.